Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Reports of this nature are typically not considered to have any clinical impact; defib pad short is a typical prompt a customer would see when mfc is shorted to plug for self test purposes. This was confirmed via the device log. No trend is associated with reports of this type.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed a pads/paddle short using 3 lead ECG cables. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while monitoring a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.